Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported app glitches. It was reported that the doses logged by the customer is different from the doses getting saved in the product. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device. The product will not be returned for analysis.